Event description:
The customer reported no more audio tones on the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test.

Manufacturer narrative:
The insulin pump had no audio tones due to a broken transducer wire. The insulin passed the seat, rewind, occlusion, and prime tests.